Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient stated the stimulation was no longer effective in her original pain pattern of low back and bilateral legs. As a result, the patient underwent surgical intervention where her entire scs system was removed.